Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the tip is indeed broken off. The review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications. We therefore conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that exceeding applied mechanical forces during removal caused this breakage. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during screw removal on an unknown procedure on (B)(6) 2013. The cruciate tip of the screwdriver broke. No further information available this is 1 of 1 report for this event.